Event description:
Procedure type: lap chole. According to the reporter: the needle dislodged from the device resulting in the needle being lodged in the stomach wall. It was time consuming and dangerous to retrieve the needle from stomach wall. The procedure extended by 20 minutes. More than 250cc of bleeding occurred.